Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code removed a140508.

Event description:
Clinical narrative (updated 2026-6-10). Removing low/blocked pump flow from below narrative. This is a purge issue not a pump flow issue. Prior clinical narrative (us). The impella 5.5 was inserted via the right axillary artery graft site to support the 54 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage c shock. The underlying medical history was not shared. The patient was previously on the impella cp and extra-corporeal membrane oxygenation (ECMO) for support, but the cp was escalated to the impella 5.5 pump. The 5.5 was supporting when on day 4 the purge pressure began to gradually increase and the purge flow rate began to decrease. The following day the team observed a high purge pressure alarm. This prompted discussion and plan to explant and replace the pump with a new second 5.5 pump. The impella 5.5 device was exchanged for another impella 5.5 without any observed impact on the patient¿s hemodynamic status. The physician noted that the patient's pump may have thrombosed despite the coagulation being appropriate. While on the support prior to the purge alarms the pump was functioning as expected, p-4 with 3.0l/min flow with d5w with bicarb in the purge solution.

Event description:
Clinical narrative the impella 5.5 was inserted via the right axillary artery graft site to support the 54 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage c shock. The underlying medical history was not shared. The patient was previously on the impella cp and extra-corporeal membrane oxygenation (ECMO) for support, but the cp was escalated to the impella 5.5 pump. The 5.5 was supporting when on day 4 the purge pressure began to gradually increase and the purge flow rate began to decrease. The following day the team observed a high purge pressure alarm. This prompted discussion and plan to explant and replace the pump with a new second 5.5 pump. The impella 5.5 device was exchanged for another impella 5.5 without any observed impact on the patient¿s hemodynamic status. The physician noted that the patient's pump may have thrombosed despite the coagulation being appropriate. While on the support prior to the purge alarms the pump was functioning as expected, p-4 with 3.0l/min flow with d5w with bicarb in the purge solution.

Manufacturer narrative:
The pump will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.